Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see the associated reports referenced with applicable concomitant products below in the d10 narrative. Concomitant medical products, part number (lot number); report number: 115345 (282340); 0001825034-2024-00599 ti-115310 (404450); 0001825034-2024-00600 xl-115365 (358590); 0001825034-2024-00612 113648 (612050); 0001825034-2024-00613 010000589 (303250); 0001825034-2024-00614 180550 (719630) 180550 (719630) 180551 (303600) associated product information: 32-486265 (231570) 405800 (336750) 405883 (544160) 405889 (332830) 98000900020 (unknown) 98b00900120 (unknown) 98b00901107 (unknown) full establishment name - (B)(6) hospital the reported event of revision has been confirmed through medical records. However, the reason for the revision was unable to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical notes were provided and reviewed by a healthcare professional. A review of the available records identified a right shoulder revision arthroplasty with nickel-free prosthesis and an entire proximal humerus allograft. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a stage-two revision right reverse total shoulder arthroplasty. The patient underwent an additional revision with a nickel free prosthesis six (6) months after the revision due to unknown reasons. Attempts have been made, and no further information has been provided.